Event description:
It was reported that the patient thinks one or both of the wires came loose. It was also reported that happen with the patient first implant, but it was before the patient ever left the surgery center so they fixed it.

Manufacturer narrative:
Concomitant products: product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 3887-28, lot # l73308, implanted: (B)(6) 1999, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7495-25, sr # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).